Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/03/2013. Device evaluation: the device has been returned and evaluated by product analysis on 11/21/2013 with the following findings: the display is dim; the letters have a red hue. Setting the contrast to the highest setting did not improve the display. The down arrow and up arrow buttons respond to presses intermittently; all other buttons respond to presses appropriately. No damage found to keypad. Keypad removed and contamination found under up, down and contrast button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.